Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: a review of the black box showed one occlusion alarm at 07:40 on (B)(6) 2016 and deliveries resumed at 08:07. The force sensor calibration was found to be within required specification. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 471mg/dl with extreme thirst, nausea, and unspecified ketones associated with a recurring occlusion issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter changed the cartridge and the infusion set and was still unable to prime without an occlusion alarm occurring. The reporter removed the cartridge from the pump during troubleshooting and was able to successfully manually prime. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring occlusion issue.